Event description:
Event description guidant received information that this transvenous defibrillation lead and this implantable cardioverter defibrillator (ICD) exhibited noise resulting in an inappropriate shock. Upon device interrogation, a shorted shocking lead warning was observed. The pacing impedance was >2000 ohms and the shocking impedance was >125 ohms. An invasive procedure revealed that the defibrillation lead separated into two sections at the distal end of the proximal coil. X-ray confirmed that the distal end of the lead was loose in the patient's ventricle. Surgery was required to remove the lead segment. The lead and device were explanted and replaced with new guidant products.